Manufacturer narrative:
Clarification to h10 related report numbers: it has been identified that this record, mrn 9617229-2025-14395, is a duplicate of mrn 9617229-2025-13909. Please see mrn 9617229-2025-13909 for reportable events.

Event description:
It has been identified that this record, mrn 9617229-2025-14395, is a duplicate of mrn 9617229-2025-13909. Please see mrn 9617229-2025-13909 for reportable events.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side "suspected rupture and double capsule with the shell (outer shell) and gel (contents) separated", detected via ultrasound. The device has been explanted and replaced.